Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected hardware low level failure alarm noted during testing however, hardware low level failure alarm confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for hardware low level failure during self test. Customer¿s blood glucose was 230mg/dl. Customer stated that they are able to rewind the insulin pump. Customer was advised to discontinue use of insulin pump and revert to backup plan. Insulin pump will be returned for analysis.